Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the (run/stop), (ok), #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and the (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function (e.g. When the setup key is displayed). This failure mode does not provide any user opportunities to program delivery parameters or start an infusion. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad in adult care area, prior to therapy. During the device functionality testing a malfunctioning keypad was identified. It was also reported there was no patient injury.